Event description:
Boston scientific (bsc) crm received information that this dextrus lead was exhibiting high thresholds and low sensing. A bsc crm technical services consultant suspected the lead had dislodged. A revision procedure was performed and the lead was successfully repositioned. One month later, lead dislodgement was confirmed and the lead was explanted and replaced.